Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power and offline in remote support service (rss). A field service engineer reconnected drawer 5 and disconnected drawer 5.1 but station did not power up. Further, the engineer reconnected drawer 5.1, disconnected drawer 5.2, verified that the station was powered on, replaced drawer control board for drawer 5.2, restarted station and tested it in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, no power to device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.